Event description:
On (B)(6) 2015, acufocus, inc. Became aware of new information which reported that the inlay was explanted from the left eye of a (B)(6) male patient 2 years, 11 months, and 7 days postoperatively due to an epithelial defect/ingrowth/erosion and corneal haze.